Event description:
Per the clinic, the patient underwent three skin flap reduction surgeries since (B)(6) 2021 (specific dates not reported) due to poor magnet retention. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to remove the granulation tissue surrounding the implanted site.